Event description:
This case was cross referenced with cases: (B)(4) and (B)(4) (cluster cases). This unsolicited device case from united states was received on 14-jul-2016 from a physician. This case concerns a (B)(6) year old female patient who received treatment with synvisc and after unknown latency experienced a big swollen painful knee. The patient had received a series of synvisc in the past. No medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient initiated treatment with second series of intra-articular synvisc injection at a dose of 2 ml (batch/ lot number: 6rsp001; expiry date: feb-2019; frequency, indication: not provided) into unspecified location. On an unknown date, after unknown latency, the patient experienced a big swollen painful knee after the first injection of the series and was given a steroid injection. Action taken: unknown corrective treatment: steroid injection for both the events. Outcome: not recovered for both the events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The production and quality control documentation for lot # 6rsp001 expiration date (02/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsp001 no CAPA was required. (B)(4) pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2016, there are a total of (B)(4) complaints on file for lot# 6rsp001: (1) detached plunger rod and (1) adverse event report. Sanofi will continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention for both the events additional information was received on (B)(6) 2016. The suspect product expiration date was added. The global ptc number with ptc results were added. Clinical course updated and text was amended accordingly.